Event description:
The event is reported as: the nurse obtained an electrical shock during aquatherm usage. No report of a patient or user injury.

Manufacturer narrative:
The failure mode could not be confirmed from the visual inspection of the photos provided by the customer a dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product with serial number: (B)(4) was manufactured on 05/27/2013. DHR investigation did not show issues related to complaint. A document review (fmea) was conducted and no changes were required. Complaint can not be confirmed since the sample was not available for investigation and the photos could not confirm the failure mode, therefore, a conclusive root cause cannot be determined. Teleflex will continue to monitor and trend relating complaints.